Manufacturer narrative:
No button response and button error alarms due to corroded keypad traces. No ramping numbers or scroll bar moving with no input noted. Unit had cracked battery tube threads, reservoir tube lip, case window display corners, scratched lcd window and case. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 206 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.